Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the infusion tubing is becoming detached. Caller stated this has occurred with 3 infusion sets. Caller reported the tubing was breaking at the connector location. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
While the retention samples that were tested were within specification, the returned customer sample was confirmed for leaking due to the tube separating from the tubing connector.

Event description:
Caller reported the infusion tubing is becoming detached. Caller stated this has occurred with 3 infusion sets. Caller reported the tubing was breaking at the connector location. No adverse event reported. Requested return of the alleged infusion set for evaluation. Update: on (B)(6) 2015, the customer's husband reported this complaint resulted in an adverse event. The customer's blood glucose elevated to approximately 450 mg/dl, and she felt weak. Her husband administered 2.0 units of novolog insulin via injection and changed her infusion set. She was too weak to do this independently.